Manufacturer narrative:
(B)(4). Batch # m53z87. Additional information request: on the fourth firing, did the device staple? No information. If yes, was the staple line complete? Na. On the fourth firing, did the device cut? No information. If yes, was the cut line complete? Na. Will all pieces be returned with the device? No information. If no, how were they discarded? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob was broken off at the fourth firing of functional end to end anastomosis when the firing knob was stuck at an existing staple line and then moved forward forcibly. The device was used on the jejunum. The staple height was gold. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.